Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. The patient stopped using and charging the ipg approximately over two years ago due to not being effective. As a result, the ipg was replaced. Effective therapy was restored. Issue has been resolved.